Manufacturer narrative:
The investigation found the device was working as expected and no product problem was found. This event occurred in (B)(6).

Event description:
The initial reporter stated an employee received an injury and treatment to prevent permanent impairment. The customer had initial (B)(6) duo elecsys results for one patient. While the confirmatory testing on this patient was ongoing, a hospital employee had a needle-stick injury during the treatment of the patient. As the (B)(6)-status of the patient was unclear, the hospital employee received (B)(6) post-exposure prophylaxis for one day. As soon as the laboratory received (B)(6) pcr and blot results for the patient, the (B)(6) treatment for the hospital employee was stopped. The serum analysis for the hospital employee was (B)(6) for (B)(6) duo elecsys. Information was requested but it was unknown if the employee used ppe or gloves. The employee was a student. The exact condition was not known, but she "has not presented herself as symptomatic".